Manufacturer narrative:
Quality control (qc) prior to the event was within laboratory established ranges, but 1 level of na qc was on the high side of the range. The customer observed that the flowcell looked cloudy and performed flowcell maintenance, which did not resolve the issue. A bec field service engineer (fse) noted that the flowcell was dirty. The fse cleaned the flowcell and replaced the ionized selective electrode (ise) tubing. The fse confirmed that the failure mode is related to the dirty flowcell which was corrected through service activities.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na), potassium (k), and/or chloride (cl) results for two (2) patient samples. The erroneous results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on another instrument in the laboratory and those results were reported. The customer has confirmed that there has been no effect to patients or change in patient treatment in connection to this event.